Event description:
The suspect device showed variation in test results when compared to the lab. The following test results were reported: inratio 1.3 lab- inratio 2.7 lab- inratio 3.2 lab- inratio 2.7 lab 1.9. A new lot of strips was sent and the following inratio results were reported: old lot=2.6, new lot=2.5. Pt on coumadin therapy. Further testing using the new strip lot yielded the following results: inratio=2.0, 2.9, 3.2. Pt had further testing performed, results are as follows: old strip lot=3.0, new strip lot=3.3, lab=3.1. Additional testing performed one week later resulted in the following results: old lot=1.4 and error 114 twice, new lot=2.4. Further eval to be performed.